Event description:
It was reported that the left ventricular (lv) lead experienced high and low pacing impedance. It was noted the impedance trend indicated from 0 to over 3000 ohms. A possible fracture was suspected. Although no noise was observed by pocket manipulation, oversensing noise and muscle stimulation were identified by the patient pressing their hands together. The physician decided to continue monitoring the patient's condition. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that eight years later during a generator change out, the lv lead had a complete fracture. A complete rupture was hidden in the adhesion tissue during the cleaning of the device pocket after the connection was found in the pocket. The rupture on the myocardium side was exposed from the adhesion tissue. In addition, an x-ray showed that the device position had lowered to the bottom and the lead was extremely bent. There were no changes in the position of the lead tip observed. It was reported that the patient was active, and that stress may have been easily applied to the fractured region. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.